Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the patient experienced a fall. The next day the patient experienced a suspected cardiac perforation, which led to cardiac perfusion and cardiac tamponade. The fluid around the heart was drained. The physician suspects that either/both the right ventricular (rv) lead or right atrial (ra) lead perforated the cardiac tissue. The physician also suspected that the helix of the rv became "disengaged" at some point. The ra and rv leads were repositioned and reprogrammed. No further patient complications have been reported as a result of this event.